Event description:
It was reported that the systems error log showed a communication error. This error may result in a system lock up, no boot or shut down situation. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The power supply was adjusted during the service call. The system was tested and found to be working as intended and put back into service.